Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H6: service history review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. H6: manufacturing record review: a manufacturing record evaluation (mre) was performed for the finished device serial number, and no non-conformances were identified. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the battery oscillator device overheated was not confirmed. Therefore, an assignable root cause for the reported condition of heat was not determined. However, during evaluation, it was determined that the device had a worn motor, loose knob and corroded bearings. It was further determined that the device passed visual inspection. It was further determined that the device failed pretest for check the quick coupling for saw blades and check oscillation frequency. The assignable root cause relating to the assigned code of loose-knob and device interaction-cannot secure/lock cutter was determined to be traced to device design error, which has been escalated to CAPA. The assignable root cause relating to the assigned code of bearing damage, corrosion/rusting/pitting and worn motor was determined to be traced to maintenance. Correction: d4: UDI: the UDI was recorded as *b)(4) in the initial medwatch report. This has been updated to (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that the battery oscillator device was binding up and overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.